Event description:
The patient had a primary tkr on (B)(6) 2011. On the (B)(6) 2013 the patient had a revision surgery with liner swap, the reason of this revision is unknown. At 8 years and 8 months form the first revision the patient had a new revision surgery for liner fixation screw breakage. The surgeon swapped successfully the patient tibial tray and liner. The patient had a fell on his knee on (B)(6) 2018.

Manufacturer narrative:
Batch review performed on 31 january 2022: lot 121959: (B)(4) items manufactured and released on 25-sept-2012. Expiration date: 2017-08-31. No anomalies found related to the problem. To date, 24 items of the same lot have been sold without any similar reported event since 1-1-2013. Clinical evaluation performed by medical affairs director. About 9 years after primary cemented tka the inlay fixation screw is found broken and loose in the joint. According to report, a light trauma occurred two years before finding the loose/broken screw; the relevance of this event is doubtful. A radiograph supplied and dated october 2020 shows the screw having backed out slightly from its optimal seating, which evidently creates an unfavourable mechanical situation that makes fracture more likely. Self back-out of the inlay fixation screws is possible and it is often caused by insufficient torque applied during primary surgery. However, when this is the case, the back-out phenomenon takes place within the first two years. Such a late occurrence is extremely rare and no sufficient evidence has been collected so far that allows us to offer a possible explanation.

Manufacturer narrative:
Batch review performed on 31 january 2022: lot 121959: (B)(4) items manufactured and released on 25-sept-2012. Expiration date: 2017-08-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event since 1-1-2013. Clinical evaluation performed by medical affairs director. About 9 years after primary cemented tka the inlay fixation screw is found broken and loose in the joint. According to report, a light trauma occurred two years before finding the loose/broken screw; the relevance of this event is doubtful. A radiograph supplied and dated october 2020 shows the screw having backed out slightly from its optimal seating, which evidently creates an unfavourable mechanical situation that makes fracture more likely. Self back-out of the inlay fixation screws is possible and it is often caused by insufficient torque applied during primary surgery. However, when this is the case, the back-out phenomenon takes place within the first two years. Such a late occurrence is extremely rare and no sufficient evidence has been collected so far that allows us to offer a possible explanation.

Event description:
The patient had a primary tkr on (B)(6) 2011. On the (B)(6) 2013 the patient had a revision surgery with liner swap, the reason of this revision is unknown. At 8 years and 8 months form the first revision the patient had a new revision surgery for liner fixation screw breakage. The surgeon swapped successfully the patient tibial tray and liner. The patient had a fell on his knee on (B)(6) 2018.